Event description:
Tourniquet applied on limb and hooked to red insufflation tubing for surgical procedure. Tourniquet inflated and machined alarmed. Tourniquet failed and circulating nurse changed insufflation tubing to blue tubing. Tourniquet continued to fail when inflated. Replaced tourniquet machine and tourniquet continued to fail when inflated. Dates of use: (B)(6) 2012. Diagnosis or reason for use: orthopedic surgical procedure.